Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Intuitive surgical, inc. (Isi) received a permanent cautery hook instrument without an alleged product problem. There was no report of patient involvement.